Event description:
Caller reported that pump battery depleted too quickly. There was no adverse impact to the customer¿s blood glucose level. Caller chose not to troubleshoot since the pump was already being replaced in a different case due to wake button issues.